Manufacturer narrative:
The customer stated samples were available for evaluation, but have not been returned.the report was mailed to FDA on: 08/21/2009.

Event description:
The surgeon reported that during vitrectomy surgery the system stopped with the fluid infusion interrupted without warning. Subsequently, the pt had a soft eye and choroidal effusion (a persistent bleeding). The system could not be restarted and the procedure was completed with another system. The surgery was prolonged by 45 mins. Additional info indicated that the chambers in the cassette were empty and the bottle of bss was full when the event occurred. The procedure was completed by using another system. The outcome of the event was reported as unk. The two following surgeries were cancelled.